Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) and was unable to place the device into magnetic resonance imaging (MRI) mode. Thus, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.